Event description:
It was reported that the customer's pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump on their own and successfully resumed insulin therapy, with technical support following up afterward.